Manufacturer narrative:
Device passed the displacement test. However, pump error 63 alarm during self test and confirmed in the device history due cold solder joint on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was failed in self test. Customer also reported that they received pump error alarm but they were able to clear that alarm. They also reported that the insulin pump was able to complete steps for displacement verification table. The pump error alarm did not occur during rewind. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.